Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker (pm) exhibited ventricular under-sensing. Programming changes were discussed, no intervention was reported. There were no patient consequences reported.